Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the display was not able to read. The blood glucose value was 220 mg/dl. Customer stated that he scratches was on the screen. The product will not return for the analysis.

Manufacturer narrative:
Insulin pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. (B)(4).